Manufacturer narrative:
(B)(4). Instrument a: closure trigger spring. Instrument b: batch # h52h49, exp date: 07/11/2016; MFR date: 08/11/2011; orientation idler gear. Additional followup: on what tissue type was the device used? At what location on the tissue? On stomach, when making the gastric pouch. Was stapling just next to them gastric tube. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3d firing. During which stroke did the event occur?2d. What color cartridge was being used?blue. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? If so, which product?no. Was the instrument fired across or near an existing staple line or clip?no. Were any unexpected noises heard? If so, when?yes. Were any of the forces higher or lower than expected (closing, firing, or opening)? Not known. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?no. "The stapler blocked when stapling the stomach" was there any difficulty removing the device from the tissue?yes. Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm. Not known. How was the procedure completed?with other ec60. What is the age and sex of the patient? Not known. What is the current status of the patient? Not known. The analysis results found that one ec60 device (a) was returned with no visual non-conformances and with no reload present. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components. The closing trigger return spring post was noted to be broken. Although no conclusion could be reach on what caused the post to break, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). The analysis results showed that one ec60 device (b) was returned in good visual condition and without a reload present. The firing mechanism was noted to be damaged as the knife was noted to be in the home position and the three stroke indicator was at I; therefore no functional test could be performed. The device was disassembled to verify the condition of the internal components and the release button and several idler gear teeth were noted to be damaged, in addition the idler gear and indicator gear were noted to be desynchronized. This is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the stapler blocked when stapling the stomach. It is unknown how the procedure was completed. There were no adverse consequences for the patient.